Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the tubing through pinch valve pv46 was loose at the valves fitting. The fse replaced the tubing to resolve the leak and no further leaks were observed. (B)(4).

Event description:
The customer reported a leak inside the lh 500 hematology analyzer. The customer indicated that 2 ml of fluid leaked and was contained within the instrument. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and gown at the time of the event and no injury or direct exposure to the leak was reported.